Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that air was unable to pass through the valve to the cuff during endotracheal intubation. There was no patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Two photos received, no defects could be observed. Root cause cannot be determined since no defects were found in photos received for evaluation. No action taken required since the complaint was not confirmed. No problems or issues were identified during this device history record review.